Event description:
Reportable based on device analysis completed on 15dec2023. It was reported that crossing difficulty occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device was unable to cross the lesion due to calcification. The procedure was completed with different device. The patient is in good condition. However, device analysis revealed the imaging widow was twisted with the guide wire and tip was observed stuck on the floppy end of the guide wire.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. Imaging widow was twisted with the guide wire and tip was observed stuck on the floppy end of the guide wire.